Event description:
Medtronic received a report that shortening was encountered with a pipeline flex with shield technology stent.  The patient was undergoing surgery on (B)(6) 2021 for treatment of an unruptured, saccular, right internal carotid artery (ica) c7 (communication) segment aneurysm with a max diameter of 5.3 mm and a 6.7 mm neck diameter. The landing zone arterial diameter was 5.2 mm distally and 3.5 mm proximally. Antiplatelet treatment  was administered. Due to shortening of the stent, coverage on the distal side became insufficient. As a result, placement of an additional pipeline (p ed2-500-16, lot number: b015353) was required on the distal side of the flow diverter that had been initially implanted. Successful placement-coverage of the target aneurysm from distal normal to proximal normal was reported. No patient symptoms or complications were associated with this event. Patient condition has remained unchanged at all follow up timepoints through the 36 month timepoint: mrs 0 - no symptoms at all, and okm occlusive status of the aneurysm d1. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included navien intracranial support catheter, phenom catheter, balloon catheter, coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.